Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation under the device. The patient reported itchy dry skin and that the irritation was broken open and bleeding due to scratching. Patient reported that she showed it to nurse and physician but there was no medical intervention. The patient reported that the irritation has not improved.